Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that patient experienced hematoma. Update (B)(6) 2017 clinical der and additional complaint information requests received. After review of the records, following her revision of (B)(6) 2017, patient's right hip was opened to address a hematoma on (B)(6) 2017. Then, on (B)(6) 2017, the patient was taken back to the operating room for an infected right total hip with procedure removal of infected right total hip hardware and conversion to a girdlestone. All products were explanted, the stem by way of an extended trochanteric osteotomy. Incidentally, the patient was returned to the operating room on (B)(6) 2017 for additional incision and drainage of deep right hip infection--the cerclage wires from the trochanteric osteotomy were removed at this time.